Event description:
A report was received from the affiliated indicating that approximately 30 months post cypher stent implant, the pt complained of chest pain and came to the hospital. He developed acute myocardial infarction. A coronary angiogram (cag) was conducted and thrombus was observed in the 2nd cypher stent. Thrombus was not observed in 1st cypher. To treat the thrombus, aspiration and plain old balloon angioplasty (poba) was conducted with a 3.75x15mm maverick balloon. Fourteen days later the patient recovered and was discharged from the hospital. Physician's comment: incomplete stent apposition (isa) was observed by intravascular ultrasound (ivus) in 2007. The possible cause of the thrombotic event was due to the isa.

Manufacturer narrative:
The procedure was an emergent case due to unstable angina pectoris. The target lesion was at the proximal to mid left anterior descending (lad). The vessel was a de-novo, concentric, bifurcated, ostial and total occlusion lesion. Lesion classification was type c. The lesion length was 40mm and vessel diameter was 3.0mm. Pre-dilatation was conducted with a 2.5x20mm balloon at 6 atms for 30 seconds. The 1st 3.0x23mm cypher stent was deployed at 15 atms for 30 seconds. A 2nd 3.5x23mm cypher stent was implanted at 14 atm for 30 seconds proximal to the 1st cypher overlapping it. Post-dilatation was not conducted. Intravascular ultrasound (ivus) was conducted. The residual percent of stenosis was %. Timi flow pre and post procedure was 0 and iii, respectively. Activated clotting time (act) was not measured. Please note: device is distributed outside the united states. However, it is similar to the united states product. Any additional information will be submitted within 30 days of receipt.